Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) has a history of av (atrioventricular) node ablation and slow ventricular escape rhythm. The minute ventilation (mv) sensor was previously disabled due to atrial fibrillation (af), so the signal artifact monitoring (sam) was programmed to right ventricle (rv) only given the patient's history of av node ablation. More recently, the mv sensor disabled once again due to oversensing of af, and the health care professional (hcp) was reluctant to turn sam off given the patient's slow ventricular escape. It was also noted the patient was recently hospitalized for worsening shortness of breath. Technical services (ts) was consulted and recommended reprogramming to accelerometer sensor. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Investigation of the available information determined this device exhibited incorrect categorization of an atrial arrhythmia as mv noise. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) has a history of av (atrioventricular) node ablation and slow ventricular escape rhythm. The minute ventilation (mv) sensor was previously disabled due to atrial fibrillation (af), so the signal artifact monitoring (sam) was programmed to right ventricle (rv) only given the patient's history of av node ablation. More recently, the mv sensor disabled once again due to oversensing of af, and the health care professional (hcp) was reluctant to turn sam off given the patient's slow ventricular escape. It was also noted the patient was recently hospitalized for worsening shortness of breath. Technical services (ts) was consulted and recommended reprogramming to accelerometer sensor. No adverse patient effects were reported. This device system remains in service.